Event description:
An unk size talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 10 years and 4 mos ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that a follow-up duplex ultrasound showed that the pt's aneurysm is enlarging. The pt is not able to have a CT due to high creatinine levels and no follow up treatment is possible. An arterial duplex scan 4 years ago showed the talent graft was well positioned below patent renal arteries with normal arterial profiles in both limbs of the graft. There was however evidence of a small out pouching at the origin of the right graft limb. The residual aneurysm sac measured 4.10 cm x 4.66 cm in maximum diameter. Abnormal low velocity arterial signals were demonstrated within the aneurysm sac suggestive of endotension. The ileofemoral segments were patent bilaterally with normal; arterial flow profiles with no significant disease. There has been an increase in the aneurysm sac size since the previous duplex performed a year prior. The current report from the surgeon states that there is a type 3 endoleak in the left posterior limb in the stent's graft unsupported area; as a result the aneurysm is enlarging. Because of the renal function of the pt, no further treatment or graft repair is possible. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: lack of info (no films or operative reports were received, unk cause of type 3 endoleak). Pt conditions affect effectiveness of device (high creatinine levels preclude follow-up treatment). Inherent risk of procedure (endoleak). Evaluation: conclusion: lack of info (no films or operative reports were received. Device failure/lack of effectiveness related to pt condition (high creatinine levels preclude follow-up treatment). (Required secondary intervention).